Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were unable to exit load reservoir process. Customer¿s blood glucose was 178 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Prime/fill anomaly confirmed. Pump error 63 alarmed during self test and confirmed in device history with variable (03) due to broken trace keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Moisture damage was found on the electronic assembly during visual inspection.